Event description:
According to the rptr: the jaws could not be opened after firing. The device was resectied to remove.

Manufacturer narrative:
(B)(4). The device has been rec'd but the investigation is not complete.